Event description:
A nurse reported seven cases of toxic anterior segment syndrome (tass) following intraocular lens (iol) implant surgery. In a follow up phone call with the surgeon, he reported all patients were doing well after being treated with medications. Additional information has been requested. There are seven regulatory reports associated with this event. This report is for the second patient.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).